Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and display went blank. Customer's blood glucose level was 145 mg/dl. Customer stated that a constant tone was occurring. Insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. No constant tone noted.